Event description:
During a routine shift check by a clinician, the device failed to power up with battery or ac power. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a capacitor on the system board.